Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and had creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken sharp, nick striated and wear abrasion. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as an unidentified (tear) opening. Nicks striated were assessed as surgical tool scratch like. The reason for reoperation was due to rupture.